Event description:
On (B)(6) 2011 the pt was treated for a thoracic aortic aneurysm with two gore tag endoprostheses. An 8x5 gore viabahn endoprosthesis conduit was used for access in the right external iliac. Both gore tag endoprosthesis were advanced through this conduit via a 24 fr dry seal sheath and were successfully deployed. When the second gore tag endoprosthesis was advanced, the gore viabahn endoprosthesis that had been used as a conduit excluder aaa endoprosthesis and the aorta became occluded. The physician used a snare technique to pull the 8x5 gore viabahn endoprosthesis down from the gore tag endoprosthesis. The gore tag endoprosthesis was fully deployed as intended and the aneurysm was excluded. A balloon was then used inside the 8x5 gore viabahn endoprosthesis to pull it down into the infrarenal aorta where a previously implanted cook endograft system was placed. The 8x5 gore viabahn endoprosthesis was then attached to the right limb of the aaa endograft system. Two 8x10 gore viabahn endoprostheses were then implanted in the right external iliac to repair damage done to the access site by the 24 fr dry seal sheath. The pt tolerated the procedure.